Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced bilateral loss of sensation in the lower extremities following surgery on (B)(6) 2021 to reposition the scs lead. Imaging studies were within normal limits and patient has fully recovered.